Event description:
On 12/18/2023, it was reported by an arthrex subsidiary employee via sems-06433078 that an ar-6410 arthroscopy main pump tubing irrigation fluid gets clogged in the middle and does not flow. This was discovered during a procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation was not confirmed. One unpackaged ar-6410 main pump tubing was returned for evaluation. Visual evaluation noted no problems with the device. Functional testing was performed with a known good ar-6480 dualwave pump and water to see if the reported failure could be reproduced under normal conditions. The pump was powered on and it was found that the main pump tubing functions as intended. No problem found. Fixture test: the ar-6410 main pump tubing was tested with a fixture by connecting the colder valve connector syringe to the drip chamber to verify that air was not leaking from the white connector. While testing with a fixture, the neoprene sleeve expanded. This behavior is expected¿no problem found. No air bubbles were observed when the white connector was submerged underwater indicating no problem found with the white connector. No problem found.